Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. .

Event description:
The customer reported to corporate product surveillance (cps) regarding one extension set with male luer lock adapter, in which the male luer appeared to be too big to fit onto the bbraun catheter, product code (B)(4), on (B)(4) 2011. This is the first time they observed such a condition. The inability to connect to the catheter caused about 5cc's of blood to backflow. The condition occurred during patient use, however, there was no patient injury or medical intervention necessary. No further information is available at this time.